Event description:
It was reported that "access kit used to access vessel for insertion of midline by va team in radiology. When removing the peel away sheath once cannulated the sheath peeled away until the way down the cannula and resistance was felt and the cannula could not be pulled out any further or peeled away. On pulling the cannula it broke away leaving about 1cm still in patient. The va team used spencer wells forceps to open the skin to retrieve the remaining cannula." The procedure was completed successfully. There was no reported scarring or damage to the skin. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). The customer returned one peel-away sheath for analysis. Signs of use in the form of biological material were observed on the sheath extrusion and tabs. Visual inspection revealed that both sides of the peel-away sheath tore partway down the extrusion, causing the tab and extrusion to separate from the distal portion of the sheath. The distal portion of the sheath additionally separated into multiple pieces. This is consistent with the customer report that the sheath was broken when pulling it out of the patient. Slight scalloping of the extrusion at the score lines was additionally observed. Microscopic examination confirmed the damage and revealed that the sheath was torn completely down both score lines. Functional inspection could not be performed as a part of this complaint investigation due to the condition of the returned sample. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "withdraw peel-away sheath over catheter until sheath hub and connected portion of sheath is free from venipuncture site. Grasp tabs of peel-away sheath and pull away from the catheter, while withdrawing from vessel until sheath splits down its entire length. Precaution: avoid tearing sheath at insertion site which opens surrounding tissue creating a gap between catheter and dermis." The report of a peel away sheath torn incorrectly was confirmed through complaint investigation of the returned sample. Visual analysis revealed that both sides of the extrusion tore partway, causing the tab and extrusion to tear irregularly and become separated. The distal portion of the sheath extrusion was additionally torn into multiple pieces. Based on the customer report and the sample received, manufacturing caused or contributed to this event. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "access kit used to access vessel for insertion of midline by va team in radiology. When removing the peel away sheath once cannulated the sheath peeled away until the ¿ way down the cannula and resistance was felt and the cannula could not be pulled out any further or peeled away. On pulling the cannula it broke away leaving about 1cm still in patient. The va team used spencer wells forceps to open the skin to retrieve the remaining cannula." The procedure was completed successfully. There was no reported scarring or damage to the skin. The patient's current condition is reported as "fine".